Event description:
The surgeon reported that he was conducting a surgery procedure. During surgery, he noted that the tip of the extractor was broken off. Nothing was left in the pt. The surgery was completed successfully.

Manufacturer narrative:
Na